Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that upon opening the trocar from packaging, they noticed a small dent in the sleeve of trocar that made it very difficult to insert and remove the obturator from this sleeve. There were no patient consequences reported.